Event description:
Female being supported on va ECMO while she recovered from multifocal pna. Staff member leaned against hemotherm ce heater / cooler machine and hit cool button. No temperature parameters were set so machine cooled very rapidly and pt went into v-fib arrest. The cause of hypothermia was recognized as being from the machine set to cool, and she was rewarmed and had rosc. FDA safety report ID# (B)(4).